Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that they were trying to connect to their ins but they were getting a message "device not responding". The agent walked the patient through how to connect to their ins. The patient said the  ins was off. The patient turned the stimulator on. The patient decreased their stimulation from 1.5 because they felt a jolt and it went all the way down to their feet and their toes were curling in. The patient decreased their stimulation again to 0.8 but the patient said they felt the sensation "all the way down their left leg down to their toes. The patient decreased again their stimulator to 0.7. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and redirected to the doctor if symptoms persist. The agent asked for the event date. The patient said they hadn't had the handheld device working in many many months. The patient said that they were a teacher and had no time to call for support. The agent also asked for the doctor but the patient did not provide the information